Event description:
An aneurx stent graft system was implanted in a patient for treatment of a 4 cm infrarenal abdominal aortic aneurysm. There is disease progression of the vessels. It was reported that a proximal type I endoleak was initially observed by CT at 19 months post stent graft implant, with aneurysm enlargement to 4.5 cm. A recent follow-up found the type I endoleak to have significantly increased, the aneurysm size had enlarged to 5.5 cm. Angiogram confirmed that there was insufficient room to implant an aortic cuff (approx 3 cm from renals to flow-divider) and the decision was made to convert the patient. At the time of the explant, a proximal type 1 endoleak was confirmed on the posterior-right side, and the infrarenal neck was noted to have dilated. However, the anterior portion of the proximal neck, including the iliac limbs, was well incorporated. Additionally, an active type 2 endoleak was observed emanating from a lumbar and middle sacral artery. A large amount of inflammation surrounding the aneurysm sac was also observed. The patient was successfully converted to an open repair. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: other (pending device returned for evaluation).